Manufacturer narrative:
Tw # (B)(4). The lot #3000383308 history record review was completed. There were two ncmrs , rework, or deviations documented for the reported lot number. [Ncmr #17890-during the processing of a batch of cv000003394 (hs device sub-assy) and via procedure it was discovered that component cv000003494 (hs3 loading device, jaw (artwork)), batch #3000362648 has a molding defect on the flange section of the jaw. ) it was discovered that component cv000000950 (hs3 delivery device (rebranded)), batch #3000376663 has a molding defect on the plunger section of the delivery device. ]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) proximal seal did not come out even when the plunger was pressed. A new device was used and the procedure was completed without any issues, with no impact on the patient. There was some bleeding, but it was not a large amount as they immediately held it up with their finger. There was no delay.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) proximal seal did not come out even when the plunger was pressed. A new device was used and the procedure was completed without any issues, with no impact on the patient. There was no delay.